Event description:
During use of the device for a non-clinical activity, the user reported that an error message "just in time debugging" occurred when opening an existing case or running a report. The t-link software was rebooted and functioned as expected. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.